Event description:
The complaint is reported as: "the luer-hub (brwon head) was broken causing leaking." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the distal extension contained a hole directly adjacent to the luer hub. A portion of the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the point of separation measured 212mm which is within the specification of 207mm - 227mm per catheter graphic. The distal extension line outer diameter measured 2.18mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm which is within the specification limits of 1.42mm - 1.50mm per the distal extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter". When the distal line was flushed, water leaked from a small hole adjacent to the luer hub. The medial and proximal lumens flushed as intended. A manual tug test confirmed the medial and proximal extension lines are secured to their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a hole directly adjacent to the luer hub. When the distal line was flushed, water leaked from a small hole adjacent to the luer hub. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-hub (brwon head) was broken causing leaking." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.